Event description:
It was reported that the patient had the lead accessory of the implantable neurostimulator (ins) system was replaced about a year ago due to a fracture. It was noted that the lead fracture had occurred "a couple of times". Additional information was requested, but was not available at the time of this report.

Event description:
Additional information received reported that the patient experienced an inability to sense stimulation and a return of his symptoms. An impedance test indicated greater than 4,000 ohms on all electrodes when evaluated on (B)(6) 2012 for his 6-week post-operative check. Lead replacement was performed on (B)(6) 2011. No patient injury was reported.

Manufacturer narrative:
Lead model 3889-28 lot# v462931 implanted: 2010-(B)(6) explanted: 2011; programmer model 3037 (B)(4). (B)(4).

Manufacturer narrative:
Product ID: 3889-28 lot#: v462931 serial#: implanted: 2010 (B)(6), explanted: 2011 (B)(6). Product type: lead product ID: 3037 lot#: serial#: (B)(4), implanted: explanted: product type: programmer, patient. (B)(4).